Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an admiral xtreme pta balloon catheter to treat a 20 cm total chronic occulsion in the anterior tibial artery (3mm diameter). The procedure used a 6fr non-medtronic sheath and a 0.014" non-medtronic guidewire. The vessel was not pre-dilated. A medtronic everest disposable inflation device was used to inflate the balloon. There was no difficulty advancing the device and it was not placed through a previously deployed stent. It was reported that the balloon ruptured on the 3rd inflation at 14 atm pressure. There were no balloon fragments left in the patient. A new balloon was used to complete the procedure. No patient injury was reported